Manufacturer narrative:
Patient information was not provided at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that during a case with the surgeon the perc pin adapters would not slide onto the perc pin. They proceeded the case by using the older spine reference frame. This is a second hand account. Unknown delay and unknown patient impact. This issue occurred before the case and that the site opened a new tray. No patient impact. As of monday (B)(6) all parts were functioning normally.

Manufacturer narrative:
H2: b5 additional information and correction is documented d1 correction documented medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the surgeon placed the percutaneous (perc) pin adapter on the hip of the patient, and tried to slide the air frame onto the pin and it didn't work. They opened a second set and that didn't resolve the issue. They proceeded the case by using the older spine reference frame and continued the case. There was a delay of less than an hour and there was no reported patient impact. It was reported that the devices were functioned as designed.